Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data has been received but not yet evaluated. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the data cannot be further investigated. Confirmation of the allegation and a root cause could not be determined.